Event description:
It was reported that her insulin pump alarmed. Troubleshooting was performed. The customer's blood glucose reading was 282mg/dl. The mother stated that they are unsure if the customer held the button for three minutes or longer. The mother stated that she will take her daughter to the emergency room for assistance with the high blood glucose. No further information was provided.

Manufacturer narrative:
The insulin pump was received with button error alarm due to flattened bolus express button dome switch. The insulin pump had a missing end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.